Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty removing the device (clip caught on guide tip). The premature activation (clip detached from the mandrel) appears to be due to the troubleshooting maneuvers to remove the clip from the guide tip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the cds resulting in the clip detaching. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped however the mr was unable to be adequately reduced. The leaflets were ungrasped and the cds retracted. The clip became caught on the tip of the steerable guide catheter (sgc) therefore the cds was advanced and then retracted again. On the third attempt, the clip detached from the mandrel. The clip then opened to about 150 degrees. The physician was able to pull the clip to the distal end of the catheter (the lock and gripper lines still appeared to be connected) and pulled it across the system. The clip was then successfully pulled to the groin via the right femoral vein and successfully removed. The vein was closed and no issues were noted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.